Event description:
Meter name: sure step, strip name: sure step strip, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: dizzy. A patient reported they replaced the battery and meter still does not work. Did go to ER the previous day. Their meter allegedly does not power on. The result on their meter was unknown. Unable to test, meter malfunction. No comparison. Treatment given: customer stated went to ER the previous day. Noted that cusotmer was taking insulin twice a day and now needs to take insulin 3 times a day. No further information has been reported.